Event description:
Related to MFR report #2183959-2012-00667. On or about (B)(6) 2009, the pt was implanted with an ams miniarc sling with the "intention of treating" the pt "for stress urinary incontinence and pelvic organ prolapse." It was reported that after, and as a result the pt experienced "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." It was also indicated that the pt has experienced "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.